Event description:
The lay user/patient contacted lifescan on october 25, 2006 and alleged that her one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient on the same day and verified/obtained further information. The patient informed the mas that she has had the subject meter since july 2006. On october 1, 2006, around 8:00 pm, the patient tested on the subject meter and received a result of 136 mg/dl. She was not experiencing any symptoms at that time. The patient normally takes a total of 90 units of lantus insulin (she was directed to take 45 units first through her insulin pen and then take another shot of 45 units). However, she only took 45 units of insulin and not the full 90 units since she felt that the meter was "not registering right". The patient has been instructed by her doctor to not take any insulin if her blood glucose is less than 90 mg/dl. About 1 hour later, she started "feeling funny and sweating". She tested on the meter with a result of 50 mg/dl. She then took a "glucose sugar pill" and tested again within a few minutes with a result of 55 mg/dl. She retested 1/2 hour later with a result of 300 mg/dl. She was not experiencing any symptoms by this time. The patient also mentioned that on october 24, 2006, she contacted her diabetes nurse regarding the inaccurate high results and was advised by the nurse that the "machine was defective". At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was correct and she was also cleaning the puncture area properly. Although, the patient received a low result at the time she was experiencing low blood glucose symptoms, she had initially taken 1/2 her normal dose of insulin since the blood glucose result on the reported meter was over 90 mg/dl and experienced hypoglycemic symptoms. She administered self-care (took a glucose pill) and felt better after that. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.